Event description:
It was reported that during a lavh procedure, the device displayed error code 5. The tissue pad was gone at the bend in the jaws of the device, the blade was intact but an indentation was seen on the pad. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that when attempting to activate the device on a generator gave an error code 5. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. No abnormal wear was seen on the tissue pad. The blade failure is caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." No abnormal wear was seen on the tissue pad. Complaint information is trended on a regular basis to determine if further investigation is warranted.